Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer over-filled a cartridge with insulin on one occasion. The customer loaded a cartridge successfully and received an accurate fill estimate.

Manufacturer narrative:
Per the tandem user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge."